Event description:
It was reported that the stop pin of the fixation pin had broken when it was checked upon the inspection of the returned loner kit from the hospital. The stop pin was lost.

Manufacturer narrative:
As per visual investigation, it was determined that the stop pin was broken due to high bending forces and therefore it got detached. The stop pin was lost and not returned. The fractured surface of the welding seam showed appearance of a forced rupture. The geometry of the welding seam indicated that the laser-welding seam was correctly performed. Moreover, the stop bar of the screw had heavy plastic deformations due to collision and friction with the stop pin. Since high torsional forces acted during application, high bending forces also occurred upon the stop pin finally leading to the breakage. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material or manufacturing related issue.